Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device's downstream occlusion (dso) sensor was damaged. The incident occurred during preventive maintenance.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The reporter indicated that the downstream occlusion (dso) seal was damaged. However, visual inspection found that the dso seal was only delaminated. The dso seal was replaced preventatively. The device passed all testing.